Manufacturer narrative:
Ous MDR. The programmer printout of the follow-up from 2007 shows the battery was eri. The eri state had already been reached in 2006. Battery-lead telemetry that was carried out during this follow-up showed an impedance of 19 kohm. This is consistent with a completely discharged battery. For the follow-up from approx three weeks earlier mentioned in the complaint, a follow-up for an "axios" was filed in the documentation. There was no documented follow-up of this actros at that date. The last documented follow-up before july 2007 that we have records of was on 09/08/2006. It was found that the pacemaker could not be interrogated and did not deliver pacing pulses. The implant was opened. The battery proved to be discharged. It was separated from the electronic module and a new battery was connected. The pacemaker could then again be contacted by telemetry and delivered pacing pulses. The device then underwent an electrical outgoing goods control and proved to be fully functional. There was no electronic defect. The battery was returned to the manufacturer for a destructive analysis. First, the self-discharge of the battery was determined. There was no increased self-discharge. The inner structure was normal. The converted amount of lithium was measured. The battery proved to be discharged. There was no battery defect. The cause of the pacemaker failure was battery depletion. There was, however, no device defect. According to the existing documentation, the last follow-up took place in 2006 in september. The pacemaker then reached eri in approx three months later. The subsequent follow-up probably did not take place in 2007. At this time, the implant was still functional but it showed complete battery depletion. This battery depletion was to be expected seven months after reaching eri and after an implantation time of more than 100 months.

Event description:
Ous MDR. The cardiac pacemaker implanted in 1999 had a total failure in 2007 despite regular follow-ups ( the last one according to the note in 2006): no pacing, no telemetry even under magnet placement. Device was explanted.